Manufacturer narrative:
(B)(4) - (no code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that the fiber exhibited "forward firing-aiming beam deviated" and was "not visible". The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber joules of use was 244,100 and 33 minutes. The fiber tip (cap) was cleaned during the procedure the second fiber joules of use was 79,280.